Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels. She stated that she only received insulin when she delivered a bolus. The customer's blood glucose was 423 mg/dl, and by the time of the call, it rose to 583 mg/dl. She did not exhibit any symptoms of high blood glucose. She was unable to troubleshoot, as she had changed the infusion set on her own. She stated that she had gone to a clinic to see if the device worked and she thought they had fixed the issue. She also reported that the glucose meter was not registering to her insulin pump. She was assisted with programming the insulin pump. She stated that she was not able to treat due to lack of manual injection syringes. She was advised to go to a local pharmacy or emergency room to retrieve syringes.